Event description:
The customer reports: the problem was addressed by the ward nurse who flushed the brown lumen and heard a hissing sound, so aspirated the lumen immediately and only air came back into her syringe. She studied the line and noticed the brown lumen damaged. The line was removed.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.1.-brand name corrected to arrow cvc set: 4-lumen 8.5fr x 16cm. Section d.4.-catalog # corrected to cs-12854-e. The customer returned one 4-lumen cvc for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed a slit in the distal lumen. The edges were smooth and blunt, indicating the lumen came in contact with a sharp object (scalpel, scissors, needle, etc.). The total length of the catheter measured to be 171 mm which is within specifications of 157-177 mm per product drawing. The distal lumen contained one small slit 54 mm from the distal end of the luer hub. The inner diameter of the distal lumen measured to be 1.50 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured to be 2.16 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was initially flushed to ensure no blockages were present. The distal end of the catheter was then clamped and each lumen was pressurized using a water-filled lab inventory syringe. When the distal lumen was pressurized, water leaked from the slit in the lumen. The other lumens functioned as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal lumen contained one small slit. The damage observed was consistent with the lumen coming into contact with a sharp object. The sample passed all relevant dimensional inspection and a device history record review was performed based on sales history with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the problem was addressed by the ward nurse who flushed the brown lumen and heard a hissing sound, so aspirated the lumen immediately and only air came back into her syringe. She studied the line and noticed the brown lumen damaged. The line was removed.